Event description:
The lay user / patient contacted lfs on (B)(6) 2012 alleging two unspecified error message on her one touch ultra 2 meter. The patient mentioned that approximately 10 days ago the patient obtained the unspecified error messages on her ultra 2 meter. Immediately after she developed symptoms of feeling shaky and felt drunk. She then attempted to test on an ultramini meter; however, was unsuccessful due the issue with the test strip. She then guessed on an amount of insulin to take and did not seek any further medical attention or contact her physician for assistance. The meter and test strips were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the alleged issue with the one touch ultra 2 meter she was unable to test and developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.